Manufacturer narrative:
The device was returned to ams and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed the fiber tip was damaged from out of the box. The root cause of the device failure was determined to be a possible manufacturing defect or customer handling. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010, the fiber tip was missing when the fiber was taken out from the package at 0 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed the fiber tip was damaged from out of the box.